Manufacturer narrative:
(B)(4). This report is for an unknown cage=plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: he, j. Et al (2020), does fusion affect anterior bone loss in adjacent cervical disc arthroplasty in contiguous two-level hybrid surgery?, world neurosurgery, vol. 143 (xx), pages e127-e135 (china). The aim of this retrospective and comparative clinical study is to investigate whether the abl in contiguous 2-level hs was affected by adjacent fusion in vivo compared with cda alone. Between september 2009 to december 2018, a total of 180 patients (63 male and 117 female) were included in the study. These patients were divided into the cda group (n=96; 36 male and 60 female; mean age = 43.31±8.06 years ) and the hs group (n=84; 27 male and 57 female; mean age = 48.30±6.78 years). A competitor device was used in the cda group. For fusion in hs group, zero-p (synthes, oberdorf, switzerland) implants packed with tricalcium phosphate or local excised bone were inserted into the well-prepared intervertebral space. All clinical and radiographic outcomes were obtained preoperatively and at routine postoperative intervals of 1 week, 3, 6, and 12 months, and at the last follow-up. The mean follow-up time in the cda group and the hs group was 37.44±23.69 months and 34.30±15.43 months, respectively. The following complications were reported as follows: 3 postoperative subsidence events occurred during the follow-up period. Hs group: 37 patients had anterior bone loss (abl). 20 of these were mild, 10 are moderate, and 7 are severe. Abl was identified in 30.6% of superior end plates between implants and 42.9% of those not between implants; 42.9% of inferior end plates between implants and 28.6% of those not between implants occurred with abl (table 7). This report is for an unknown synthes zero-p chronos. This is report 1 of 2 for (B)(4).